Event description:
Patient 32 of 49 .It was reported that when using the BD Vacutainer® SST¿ Blood Collection Tubes, 1 patient sample exhibited erroneous elevated potassium results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation Summary:BD did not receive samples or photos for investigation. Factors that may contribute to Erroneous Potassium were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. BD was unable to duplicate the customer¿s indicated failure modes: (Erroneous results- Potassium) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for Erroneous potassium. BD was not able to identify a root cause for the indicated failure mode.Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.